Event description:
Rn noticed that when she drew on triple lumen central line cath ij she was drawing air. Distal port of right ij triple lumen catheter developed leak at the base of the hub. Patient went into a-fib with rapid ventricular response 180s.